Event description:
It was reported that the balloon wouldn¿t deflate during the preparation. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
Manufacturer entity: corrected . Expiration date: added. Reporting entity / manufacturing site for devices: corrected. Manufacturing date: added. Device evaluated by mfg/ summary attached: updated. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the shaft was severely kinked on its proximal shaft at 11.0 cm to 57.0 cm from its proximal end. During functional testing, the balloon inflated as intended and maintained its inflation for 30 minutes. Balloon deflation was very slow. It took more than one hour to deflate the balloon. The anomalies found on the balloon are known to adversely affect the functional performance of the product. The reported complaint was confirmed based on the device analysis. Additional information provided by the customer indicated that the reported issue occurred during prep, 50/50 contrast was used during preparation, a 10 cc syringe was used to inflate the balloon, the device was confirmed to be in good condition after unpacking and during preparation, and the device was prepared as per the per device directions for use (dfu). The damage (kink) found on the balloon catheter shaft is listed as a potential cause of deflation issues in the dfu and risk document for this device. However, since the kink was not reported in the original complaint and the device was confirmed to be in good condition after unpacking and preparation, the cause of the reported event and analyzed anomalies is undeterminable.

Event description:
It was reported that the balloon wouldn¿t deflate during the preparation. There were no clinical consequences to the patient due to the reported event.